Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks for svt. Medication and programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.